Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complaints of hi results (more than 600mg/dl). Customer ran a blood glucose test today and obtained results of hi on the meter. The customer expected blood glucose results is 145mg/dl-150mg/dl fasting. Verified the strips expiration date 05/21/2016. Customer storages the test strips in the kitchen cabinet. Customer instructed the kitchen is not the appropriate place for storage due to high humidity that affect the strips integrity. Customer did not provide the date strips vial is opened the customer expressed that was not feeling so well, customer advise to seek medical attention.